Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tube got stuck,(doe (B)(6) 2023) it had happened twice in the last month. (Doe unk) also stated that they had been using for almost 2 year and got stuck. Patient was elder and hard of hearing. Per follow up via phone on (B)(6) 2023, the issue had been resolved, and customer was able to drain the urine properly.